Event description:
It was reported that during a device replacement an x-ray revealed externalized conductors on the right ventricular lead. The lead exhibited no electrical anomalies. The lead was replaced competitively, and the patient was in good condition following the procedure.

Manufacturer narrative:
.